Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead experienced hemopericardium with cardiac tamponade from mediastinal bleeding. After surgical procedure, this patient had perforation. Hematoma was also noted. Additional information indicates that the extraction catheter tore the superior vena cava which eventually caused pericardial effusion. This lead was explanted. No additional adverse patient effects were reported.